Event description:
It was reported that a user experienced hyperglycemia with an ilet reading of high and a confirmatory fingerstick of 441 mg/dl despite an infusion set in place with adequate insulin volume, and the user reported no symptoms. Symptoms included no clinical manifestations reported by the user. Outcomes included a site change with rotation guidance, after which insulin delivery resumed and follow-up was planned. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed that the cause of the elevated glucose was unclear, with no visible leaks or kinks and resolution after infusion site replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause, and the device and therapy could be continued with site rotation and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.